Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 163 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 276 mg/dl and 295 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is 12/03/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:200mg/dl and 163mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 163 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 276 mg/dl and 295 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: 200 mg/dl and 163 mg/dl.